Event description:
The contact stated that, she tested her blood glucose using the customer's contour meter. She is not a diagnosed diabetic, but was not feeling well. She received a reading of 387 mg/dl. She stated that an ambulance was called, and the emts tested her glucose at 105 mg/dl. The readings were taken within 5 minutes of each other. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The meter and test strips are to be returned for evaluation, and replacement products will be sent.